Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00213 for the first trapezoid rx basket and manufacturer report # 3005099803-2015-00214 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx basket were used in the biliary duct during a stone retrieval procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician used an alliance handle in conjunction with the trapezoid basket in an attempt to crush a stone. However, the basket failed to crush the stone, and the tip of the basket failed to detach. A second trapezoid basket was used and placed over the first basket with the entrapped stone. The basket failed to crush the stone and tip failed to detach. A rat tooth forceps was then used to assist with the removal of the first basket. The bile duct was dilated and the baskets were removed from the patient. The procedure lasted three hours and reportedly there were no patient complications reported as a result of this event and ¿no impact on patient.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the device found residue on the device indicating use/handling. Physical examination revealed that only the distal portion of the wire basket assembly was returned. The basket tip was detached and was not returned for analysis. Further evaluation found the basket wires and pull wire bent in multiple places. The proximal end of the pull wire had been cut and did not present evidence of failure while in tension. A material review of the sub-assembly basket component confirm that the wire basket assembly met specifications and the device history record review found the device met all manufacturing specifications. The basket tip was detached from the basket and was not returned. Therefore, the complaint "tip won't detach" was not confirmed. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00213 for the first trapezoid rx basket and manufacturer report # 3005099803-2015-00214 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid&#10258;x basket were used in the biliary duct during a stone retrieval procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician used an alliance handle in conjunction with the trapezoid basket in an attempt to crush a stone. However, the basket failed to crush the stone, and the tip of the basket failed to detach. A second trapezoid basket was used and placed over the first basket with the entrapped stone. The basket failed to crush the stone and tip failed to detach. A rat tooth forceps was then used to assist with the removal of the first basket. The bile duct was dilated and the baskets were removed from the patient. The procedure lasted three hours and reportedly there were no patient complications reported as a result of this event and "no impact on patient." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of tip won't detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.